Event description:
It was that customer was unable to upload reports to guardian. It was found in the alarm history the insulin pump alarmed displayable history crc check failed on start up. The customer was assisted in uploaded the reports. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.